Manufacturer narrative:
It was reported that the patient expired. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time. Date of the event is estimated.

Event description:
It was reported the patient experienced discomfort/pain located at the ipg site. As such the ipg was replaced and pocket was moved to address the issue.